Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's spouse reported via phone call that the customer hospitalized with diabetic ketoacidosis on (B)(6) 2015. Blood glucose at the time of the admission was 900 mg/dl. The customer was wearing the insulin pump, she lost consciousness and was hospitalized for 4 days. Spouse stated that the customer had reverted to manual injections and blood glucose level was stable but then reconnected the insulin pump and experienced high blood glucose again the day of the call. Blood glucose was 560 mg/dl and she treated with manual injection. They declined troubleshooting and requested the insulin pump to be replaced.